Event description:
It was reported the patient experienced a warm sensation in or around the implantable neurostimulator (ins) pocket during recharging. It was noted that the very first time the patient recharged, he recharged for a long time and the ins site was burned. The patient now recharged every night for 20 minutes, otherwise the ins site got too warm. The patient recharged over clothes, and hadn¿t ever noticed any temperature or warning screen while recharging. The ins site was still tender. No outcome or interventions were reported regarding this event. Further follow-up is being conducted to obtain this information. If additional follow-up is received, a follow-up report will be sent

Manufacturer narrative:
Concomitant medical products: product ID: 3550-39, lot# n322855, implanted: (B)(6) 2012, product type: accessory. Product ID: 3778-60, serial# (B)(4), implanted: (B)(6) 2012, product type: lead. Product ID: 3778-60, serial# (B)(6), implanted: (B)(6) 2012, product type: lead. Product ID: 37754, serial# (B)(4), product type: recharger. Product ID: 37744, serial# (B)(4), product type: programmer, patient. (B)(4).